Event description:
It was reported that a user installed a new dexcom g6 sensor and received no readings, with pairing to the ilet failing until guidance was provided to toggle g6/g7 settings and re-pair; pairing then initiated, but the pump displayed a transmitter-related alert and the user was advised to replace the transmitter, after which the user asserted a pump issue and requested a return. Symptoms included risk of interrupted cgm data leading to dosing suspension alerts. Outcomes included dosing warning on the pump and user dissatisfaction. Investigation included guided troubleshooting for sensor pairing, verification of pairing status, and assessment of the transmitter alert. Investigation of this case revealed a transmitter error associated with the cgm system rather than a confirmed ilet hardware fault, with education provided on re-pairing and recommendation to replace the transmitter. It was concluded, based on previously established findings for similar reports, that the cause was a cgm transmitter malfunction leading to failed communication with the ilet.